Manufacturer narrative:
The authorized service provider (asp) performed further evaluation and the reported issue was not duplicated by a test run performed. The occurrence in the record of "check vent: oxygen device failed" (diagnostic code 1111) was confirmed in the event log. Functional test of the device was performed, and no further abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device had generated an oxygen device failed alarm during pre-use checking. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the alarm was generated on 20sep2024. Therefore, he replaced the device. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).